Manufacturer narrative:
Medications - aspirin, lisinopril, and metoprolol. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2017, the patient presented to the hospital complaining of abdominal pain. The same day, imaging showed the trunk-ipsilateral leg component migrated distally approximately 7 cm. There was reportedly no migration of the contralateral leg components. Imaging also reportedly identified a proximal type I endoleak on the trunk with 3 cm of aneurysm enlargement caused by the distal migration of the device. It was reported that the patient¿s proximal aortic neck dilated. It was reported as a result of the dilation the device lost apposition and migrate distally into the aneurysm sac. A rupture was also identified resulting in transfusion of 3 units of blood. The cause of the rupture is reportedly unknown. Later, that same day, an emergent intervention was performed whereby an aortic extender component was implanted for proximal extension. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.